Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an open incision thought to be caused by the lifevest. The wound reportedly needed to be drained and dressed. The current medical condition of the wound is unknown as follow-up was unsuccessful.